Manufacturer narrative:
(B)(4). The explanted lead was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing high impedance on port c of the ipg. It was noted that the high impedance was probably caused by the patient¿s previous revision (MFR report #: 3006630150-2015-03370) wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg and lead were replaced. The physician believed that the ipg was damaged, and device malfunction was also suspected with the lead since the tail was damaged because of the previous revision. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The port c was blocked by a foreign matter at the inner first contact. The foreign matter was a separated lead tip. As yellowish discoloration, whether due to aging, it was most likely introduced during the revision. Additional suspect medical device component involved in the event: model #: sc-8116-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing high impedance on port c of the ipg. It was noted that the high impedance was probably caused by the patient's previous revision (MFR report #: 3006630150-2015-03370) wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg and lead were replaced. The physician believed that the ipg was damaged, and device malfunction was also suspected with the lead since the tail was damaged because of the previous revision. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).